Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 05/17/2018. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retain and return testing of lot m18025 met the acceptance criteria for the detected error (dt) and undetected error (udt) rates outlined in appendix 1 of q04.01.003 rev. Ac (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for b-hcg lot m18025.

Manufacturer narrative:
Apoc incident # (B)(6). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2018, abbott point of care (apoc) was contacted by a customer regarding I-stat b-hcg cartridges that yielded suspected (B)(6) results on a (B)(6) year old female with abdominal pain. The customer states that the patient had a cat scan which confirmed there was no pregnancy. Clinical decisions were based on the lab results. There was no additional patient information. Return product is available. (B)(6). There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on information available that suggests the product was not performing within the variability of the assay. The investigation is underway.